Event description:
It is reported that corrosion around the tapers of versys fullcoat stems is observed during poy liner/head exchanges - unk number of revisions for unk reasons.

Manufacturer narrative:
Eval summary: item and lot numbers of the stems have not been provided. Also, no photo of the corroded product has been provided for review. Corrosion at the junction of modular femoral head and the femoral stem has been reported in the literature and retrieval studies. One or a combination of the following factors may contribute to the failure: micromotion between the femoral head and the stem can cause fretting corrosion; unapproved coupling (e.g. Sst/cocr) may increase the chance of corrosion; heavy pts or pt activity may increase the stress at the head-stem junction causing corrosion. This is not an exhaustive list. However, no definitive cause analysis can be performed with certainty for this particular issue based on the info provided. Review of the device history records is not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.